Manufacturer narrative:
Block b3: exact date unknown, event occurred a few weeks ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient has been having pain at the ipg site. X-ray confirmed that there was ipg migration. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was not released by the facility.

Event description:
It was reported that the patient has been having pain at the ipg site. X-ray confirmed that there was ipg migration. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was not released by the facility.

Manufacturer narrative:
Correction to the initial MDR in block g3. G3 should have been (B)(6) 2023.